Event description:
The device was found in backup vvi reset with high voltage therapy disabled.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was seen to repeat during hv charging with both the original and replacement hv capacitors. After further testing, the failure mode disappeared during testing and the device charged properly afterwards.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.